Event description:
It was reported that during a normal device change out procedure, the physician opted to surgically abandon the pace sense portion of the right ventricular (rv) lead due to undersensing and high threshold measurements. Provocative maneuvers and change in position of the patient were performed during the procedure. A new pace sense lead was implanted with the new implantable cardioverter defibrillator (ICD). The shocking portion of this rv lead remains in service and no additional adverse patient effects were reported. The serial number of the rv lead remains unknown after completing all good faith efforts.